Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when processed using vitros troponin I es reagent with a vitros 5600 integrated system. The most likely assignable cause is an instrument related issue a 30 replicate within run vitros tropi es precision test performed by the customer was outside ortho guidelines indicating that the vitros 5600 integrated system was not performing as expected at the time of the event. An ortho field engineer (fe) performed service and maintenance actions to the instrument including installing a new stabilizer pin and wear pads as well as performing adjustments to the reagent metering, micro immunoassay metering, well shuttle and signal reagent system. Following service actions, acceptable within run precision and quality control fluid performance was obtained indicating the vitros 5600 integrated system was performing as expected. Based on historical quality control results, a vitros tropi es lot 3410 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3410. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3410 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a single patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros 5600 integrated system. Patient sample result of 0.066 ng/ml versus the expected result of 0.007 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros troponin I es patient result was reported from the laboratory. It was not known if treatment was altered, initiated or stopped based on the reported result. However, there has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).